Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient's right atrial lead was capped and replaced on 11 jun 2021 due to lead noise. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon investigation, multiple inappropriate automatic mode switches (ams) were observed due to right atrial lead noise. The patient later followed up in clinic on (B)(6) 2019. The patient was not pacer-dependent. Upon reviewing the ams electrogram, it was felt no adjustments were required. No interventions was performed and the device remained implanted. The patient was stable.